Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. At 7:21 am, the meter result was 2.3 inr. At 8:15 am, the result from the laboratory was 1.8 inr. On (B)(6) 2022 at 7:23 am, the meter result was 3.2 inr. At 8:03 am, the result from the laboratory was 2.4 inr. The customer's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The reporter's returned one test strip for investigation where it was tested using a retention meter and controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."